Event description:
Attorney states that the pt underwent a laparoscopic tubal sterilization using the falope-ring band and as a result suffered injuries determined to be toxic shock syndrome and its sequelae.